Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader and kit pack was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
Customer was unable to test using his adc freestyle libre reader due to a fast draining battery. Customer experienced symptoms of hyperglycemia and almost fainted. Customer had contact with healthcare provider and received unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was unable to test using his adc freestyle libre reader due to a fast draining battery. Customer experienced symptoms of hyperglycemia and almost fainted. Customer had contact with healthcare provider and received unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.